Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The investigation was completed on (B)(6)2020. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and observed a hemostatic valve separation and a brim cap detachment. During the procedure, when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hub and components attached to it got separated. About 10ml of blood leaked back from the sheath. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions to stop the bleeding were required. No air entered the patient¿s body. A wire was inserted and the sheath was replaced. The replacement sheath worked without issues. The case continued without further incident. Pictures provided were reviewed. It was observed that the hemostatic valve and brim cap got separated from the hub. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve and brim cap appear detached from the hub. The customer complaint was confirmed based on the pictures received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The visual inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. A device history record evaluation was performed and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The hemostatic valve damage and brim cap detached could be related to handling of the device during the procedure. However, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and observed a hemostatic valve separation and a brim cap detachment. During the procedure, when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hub and components attached to it got separated. About 10ml of blood leaked back from the sheath. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions to stop the bleeding were required. No air entered the patient¿s body. A wire was inserted and the sheath was replaced. The replacement sheath worked without issues. The case continued without further incident. Pictures provided were reviewed. It was observed that the hemostatic valve and brim cap got separated from the hub. Since the bleed was not excessive and the patient was not hemodynamically unstable nor required interventions, this event will not be assessed as a patient event but MDR reportable for both the hemostatic valve separation and brim cap detachment product malfunctions.